Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: unable to expose a23: collision zone h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not allow exposures. The representative (rep) then noted that the system was in collision zone even though they had undocked it to move it around the patient. The gantry was adjusted a bit more and were able to get it out of collision zone and was able to take exposures. There was no impact on patient outcome and the issue caused a less than 1 hour delay. Technical services (ts) informed the rep that this was normal behavior for the system to not take exposures when in collision zone.